Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable was damaged. Reportedly, the pump was able to be charged with a different usb cable. In addition, the pump battery dropped from 15% to 5% while connected to a power source. The customer's blood glucose (bg) level was over 400 (mg/dl). A bolus via the pump was delivered to address bg level. The pump was reportedly charging successfully at the time of the report.